Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was a loose contact in the cable after the kink protector involving an autoclavable camera head. There were no reports of patient harm.